Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation ablation procedure, there was a catheter entanglement. Resistance was noted when trying to remove the catheter out, and greater resistance was noted when trying to retract it within the sheath. It was noted that the livewire catheter was entangled in the splines of the catheter. Both catheters were removed from the patient, and insulation was observed to have pulled back on the catheter. The catheter was replaced, the procedure was completed, and there were no adverse health consequences to the patient.